Event description:
Possible atrial far field oversensing may be causing device classified false detection of some episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).